Manufacturer narrative:
Pt info: information unknown / not provided. If implanted; give date: not applicable, as the lens was not implanted. If explanted; give date: not applicable, as the lens was not implanted; therefore, it was not explanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was defective as it got stuck inside the cartridge. Issue was noticed during handling, but prior insertion into the eye. The lens has been discarded. There was no contact with patient's eye. No patient involvement. No further information is available.